Manufacturer narrative:
Manufacturer reviewed x-rays of implanted device. Review of x-rays by manufacturer showed strain relief bend inadequate and no strain relief loop. No sharp angles were noted and no obvious lead discontinuities.

Event description:
Initial reporter indicated that since she had revision surgery to provide extra slack in her lead, she had been having severe pain in her left ear, and along her jaw line. The pain did not correspond to stimulation on times. Reported when she has the pain, it is steady and it seems to get worse until at night, it is almost unbearable. Reporter indicated that using their magnet to stop the stimulation would resolve the pain. Programming changes were made lowering the pt's output current from 1.75ma to 0.75ma but the pain did not resolve. The pt reported the effects on their depression have been great with vns. Later, it was reported that their voice seems to be more affected when the device fires and they were experiencing a tightening of their airway, feeling of being very short of breath. Generator site pain was reported and movement of the generator in the pocket. The pt's physician felt the pt's shortness of breath was related to their pre existing anxiety and prior to all the reported events, the pt had not had any fall or injury. X-rays were reviewed on the pt's vns. The electrodes appeared implanted at approximately c6 in a normal orientation. The strain relief bend appeared inadequate in one view; the other view did not allow assessment of the strain relief due to poor contrast. No strain relief loop is noted. There was one tie down securing the lead. No other anomalies noted. There appeared to be a large amount of lead behind the generator which could not be assessed. No sharp angles were noted or obvious lead discontinuities. The pt was referred to a surgeon and had surgery to replace their vns generator, and a new generator was implanted higher on the chest. Lead placement was to be assessed at that time. Good faith attempts have been made for further details surrounding events and explanted product for analysis. Thus far no further info has been attained.